Event description:
It was reported that the right atrial (ra) lead pacing lead impedance measurements of this pacemaker system were high out of range at greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration as well as a stored. Signal artifact monitor (sam) episode. While in unipolar configuration, there was oversensing of myopotential noise causing false atrial tachy response (atr) episodes. It was noted that the patient was brought into clinic for reprogramming. No adverse patient effects were reported. Currently, this pacemaker system remains in service.